Event description:
It was reported that a piece of the cannula was left in the bone of the patient. The procedure was intended to obtain a bone biopsy; however, the biopsy wasn't completed. No adverse consequences or medical intervention to prevent permanent impairment were reported.